Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: report 2 of 2. D4. Medical device expiration date: 01-apr-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 30-sep-2026. Investigation summary: bd received 8 photos and 100 samples for lot: 5188080 for investigation. Evaluation of the attached photographs showed evidence of fibrin and red cell hang up. All 100 returned samples were visually inspected, and no additive abnormalities related to fibrin or rch were found. A total of 100 retained samples from each batch number: 5188080 and 5086994 were visually inspected, and no additive defects were found. Complaints for sample quality were not under statistical control for the month of november 2025. Factors that may contribute to fibrin, red cell hangup were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mod, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots: 5086994 and 5188080, for the indicated failure mode: fibrin and red cell hangup complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported that when using bd vacutainer® sst¿ ii advance, fibrin strands and red blood cells attached to the tube wall were present in an unspecified number of devices. No impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, fibrin strands and red blood cells attached to the tube wall were present in an unspecified number of devices. No impact was reported regarding the patient or user.